Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient lost consciousness and fell because the bg may have went low. The patient was treated with apple juice. No bgm reading taken before or after incident and patient didn't experienced any symptoms of hypoglycemia before or after incident. The sensor failed but the patient was still wearing it hoping that it will work and didn't had any idea on what his bg that time which caused the incident. At the time of the report the patient was fine. No other details were documented. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.